Manufacturer narrative:
Additional medwatch information provided.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "alaris pump IV tubing was removed from the package, nurse went to prime tubing to find that it was broken it was broken towards the end of the line, not near any of the blue areas no one was exposed, the nurse noticed it when priming the tubing with normal saline."

Manufacturer narrative:
The customer¿s report that the tubing broke (determined to be incorrect component installed) at the distal end of the set was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted the set¿s male luer was missing the y-site was also assembled inverted on the distal end of the set. No other abnormalities were observed. Functional testing was deemed unnecessary due to the misassembled set. The root cause of the misassembled set was due to operator error of not following manufacturing process sequence during the set¿s assembly.

Event description:
It was reported that the user was priming the tubing with saline when the nurse noticed that the tubing broke at the distal end of the set. The customer confirmed that there was no patient involvement . Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "alaris pump IV tubing was removed from the package, nurse went to prime tubing to find that it was broken it was broken towards the end of the line, not near any of the blue areas no one was exposed, the nurse noticed it when priming the tubing with normal saline".

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the user was priming the tubing with saline when the nurse noticed that the tubing broke at the distal end of the set. The customer confirmed that there was no patient involvement.